Event description:
Customer reported that he tried to deliver a bolus the other night but his insulin pump was alarming no delivery. He changed infusion sets and reservoirs four times before the device would work, but his blood glucose ended up rising over 400 mg/dl. Customer switched different brands of infusion sets. He stated he smelled insulin. Customer's current blood glucose was 172 mg/dl. He was unable to do troubleshooting because the past event was resolved with a set change. Customer believes this is a reservoir issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).